Manufacturer narrative:
H6: conclusion code 4316:-appropriate term/code not available is being used for "false claim."

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: on (B)(6) 2007: (B)(6), md. Pre-operative assessment: ¿she is a 45-year old lady who underwent total abdominal hysterectomy and bilateral subinguinal refectory on (B)(6) 2006 for benign pathology. She subsequently developed a bulge involving the cephalad aspect of her midline incision. She does not have any symptoms associated with this herniation. On physical examination, her abdomen was soft and nontender. She has a reducible about 5 cm defect at the cephalad aspect of her incision.¿ implant date: on (B)(6) 2007 (hospitalization on (B)(6) 2007). On (B)(6) 2007: (B)(6), md. Discharge summary: ¿the patient was taken to the operating room on (B)(6) 2007, and underwent above noted procedure uneventfully and had an uneventful postoperative course. She was begun on clear liquids postoperatively for which this was advanced uneventfully to a gi soft diet by the day of discharge. She has had adequate pain control with extra strength tylenol. She was mobilizing without difficulty, passing flatus, and by the day of discharge, was stable.¿ relevant medical information: on (B)(6) 2007: (B)(6), md. Post-op visit: ¿pt here for f/u following a lap ventral hernia repair on (B)(6) 2007. Pt reports she is eating well, has minimal pain and takes tylenol for the pain. Incisions are healing. Abdomen is soft, nondistended, minimally tender to palpation over trochar sites and midline. Incisions are healing, without evidence of infection.¿ on (B)(6) 2007: (B)(6), cnp. Ob/gyn main: ¿here for upper and lower right abdominal pain for two days.¿ pain scale: 7 on a scale of 0-10, aching and soreness, for 2 days, occurs constantly and daily. ¿taking extra strength tylenol w / some relief, pain has worsened slightly over last 2 days, denies constipation or bowel changes, last bm this am, normal. Able to sleep and work, was working today until appt-physical labor, s/p tah / bso on (B)(6), w / lysis of adhesions, hernia repair on (B)(6).¿ exam: abd: + guarding, + right sided abd pain from mid umbilical area to ruq, no suprapubic tenderness.¿ impression: right sided abdominal discomfort, rule out urinary tract infection. Plan: to primary care of to ed if no appointments available, urine culture and return to clinic as needed. On (B)(6) 2007: (B)(6), md. Ed visit: presented with complaints of right upper and lower quadrant abdominal pain. ¿pain: intermittent, aching, lower right abdomen, 7/10, 2 days duration.¿ ¿impression: right sided abd discomfort, r/o [rule out] uti [urinary tract infection].¿ provided with percocet for pain. Discharged to home. On (B)(6) 2007: (B)(6), md. Radiology - CT abdomen: ¿there has been interval midline hernia repair with a ventral mesh in place. There is a 10.0 x 1.6 cm fluid collection underneath the mesh, likely representing post operative fluid collection and resolving hematoma. There is a small fluid collection measuring 2.7 x 1.7 cm anterior to the mesh at the level of the umbilicus, also compatible with resolving postoperative fluid.¿ on (B)(6) 2007: (B)(6) clinic main, laboratory report: urine culture: ¿escherichia coli, >100,000 colony forming units per ml.¿ on (B)(6) 2007: ((B)(6), md. Office visit: ¿presents with rlq [right lower quadrant] pain of one week's duration. The pain is a constant dull ache. The pain improves with percocet. Pt went to the ER on (B)(6) 2007 with these same complaint and a CT scan was done. Appendix was normal and there was a small fluid collection underneath the mesh at the ventral hernia repair site. No other abnormalities were identified at that time. Wbc count was 4.78 on (B)(6) 2007. Assessment and plan: the CT scan from the ed was reviewed and did not show any evidence of appendicitis. The fluid collection beneath the mesh was small and benign in appearance, and is not in the same area that the pt states she has pain. No other abnormalities were seen on review of the scan, however the colon was full of stool. Will get a cbc, cmp, ua, and colonoscopy for further evaluation.¿ ¿new onset of rlq pain that is not related to her ventral hernia operation. No other symptoms. CT did not show an abdominal pathology.¿ pt was instructed to return to the ed if her pain becomes worse. On (B)(6) 2008: (B)(6), md. Internal medicine office visit: history of present illness: ¿pain is in the right lower quadrant of the abd. Pain is achy; has been present for about 1 and a half weeks; varies from 0 to 8 on a scale of 0 - 10. It is non radiating. She had similar pains in the same region last year; had an us abd which showed no abnormality; she was treated with a 7 day course of antibiotics and got better.¿ abdomen: ¿multiple healed incision points of laparoscopic surgery all over the anterior abdomen. Bowel sounds present and normal. Differential diagnoses: urinary tract infection and irritable bowel syndrome, appendicitis (less likely). Antibiotic treatment with cipro 500 mg bid - follow up in 1 weeks or sooner if worsening of symptoms.¿ on (B)(6) 2008: (B)(6), md. Internal medicine office visit: ¿46 year old female history of chronic rlq pain seen on (B)(6) 2008 for 1 wk history of dull non-radiating pain, given a course of abx and vicodin which resolved her symptoms. On (B)(6), her same symptoms returned but patient describes pain as different location but less severe compared to last visit. She describes heavy dullness 6/10 lasting 30 minutes with occasional subsequent burning sensation skin to the r of umbilicus, always occuring [sic] after meals. She notes constipation during this episode, denies pain with straining. This reoccurrence [sic] lasted one week and resolved spontaneous for one week. She returns because the pain has returned. Her history includes bah-tso [sic] [hysterectomy ¿ oophorectomy] ni on (B)(6), lap ventral hernia repair and lysis of adhesions on (B)(6). Recent imaging includes normal CT abd / pelvis and normal colonoscopy both performed in 2007. Pain absent today. Abdomen: ventral hernia scar, multiple [sic] punctate scars from lap, no point tenderness, soft with firm areas in area of mesh, no organomegaly, no masses, no hernia. Assessment: ddx [differential diagnoses] includes ibs, hernia repair adhesion related pain and less likely peptic ulcerative disease - will repeat CT abd to evaluate possible recurrence of the hernia or displacement of the mesh. - trial of levsin tabs as directed for pain. - encouraged to discontinue ginger ale. On (B)(6) 2008: (B)(6), md. Internal medicine office visit: "doing well generally. Her abdominal pains are much less distressing. She still has an occasional [sic] pain in the right lower quadrant but this is not as severe as it used to be. Normal abdominal exam. She had gotten some relief when she used to take hyoscyamine tabs and would like a refill of these. Assessment: abdominal pain, etiology unclear. Overweight, she is adjusting her dietary habits, encouraged to continue weight loss efforts. Follow up in 6 months.¿ on (B)(6) 2009: (B)(6), md. Internal medicine office visit: ¿her abdominal discomfort is resolved and her bowel movements are more regular since she started taking the fiber tabs.¿ on (B)(6) 2011: (B)(6), md. Internal medicine office visit: ¿pt here for rlq pain. This started suddenly ~5 days ago, and she noted it when she woke up (did not wake her up). It is intermittent, with variable duration. It is ~8/10, it is a pressure sensation. Had this similar pain in 2007, and was found to have a uti (e. Coli resistent to ampicillin / unasyn). Had a hysterectomy ~ 6 years ago and had inguinal hernia repair in rlq ~5 years ago. She had a CT a/p ~3-4 years ago showing fluid collection around hernia. No hx of diverticula. Overall, better today, but still present. Exam: abdomen: soft, not distended, moderate right lower quadrant tenderness. Voluntary guarding. Unclear etiology. Moderate abdominal tenderness. Pain has been improving although has significant tenderness. Plan: barium sulfate oral suspension, CT abdomen with contrast, urine culture, cbc with diff, complete metabolic panel.¿ on (B)(6) 2011: (B)(6), md. CT abdomen / pelvis with contrast. ¿comparison CT on (B)(6) 2008. Again seen is a extraperitoneal fluid collection surrounding the retracted, coiled mesh from previous hernia repair. This fluid collection is not significantly changed in size and appearance, measuring 11.3 x 6.3 cm in axial dimensions, previously 11.2 x 5.8 -cm. Impression: extraperitoneal fluid collection around retracted mesh, not significantly changed. Increased size of right upper pole indeterminate renal lesion. Three-phase CT scan of kidney recommended to exclude neoplasm.¿ on (B)(6) 2011: (B)(6), md. CT kidney with and without contrast, bilateral. ¿comparison is made with prior CT examination dated on (B)(6) 2011. Again seen is an extraperitoneal collection in the midline abdomen containing previously placed abdominal wall mesh. This is unchanged when compared with the prior study. There are no other abnormal fluid collections. Impression: small right-sided renal neoplasm in the interpolar region near the junction of the upper pole. No evidence of metastatic disease in the abdomen. No significant change when compared with the prior study.¿ on (B)(6) 2011: (B)(6), md. CT kidney with and without contrast, bilateral. ¿comparison is made with prior CT examination dated on (B)(6) 2011. Again seen and unchanged is 12.4 x 11.7 x 5.5 -cm extraperitoneal collection in the midline abdomen containing previously placed abdominal wall mesh. The mesh anchors have increasingly detached from the abdominal wall since on (B)(6) 2008. Impression: indeterminate 1.6-cm solid enhancing right renal neoplasm; stable since on (B)(6) 2011, and only slightly increased from on (B)(6) 2008. Extraperitoneal collection in the midline abdomen surrounding the abdominal wall mesh, which has increasingly detached from the abdominal wall.¿ on (B)(6) 2011: (B)(6), m.d. Right open partial nephrectomy. ¿we then used ultrasound to visualize the renal mass. 12.5 mg of mannitol was given as we prepared for our partial nephrectomy. We next clamped the artery and vein with bulldog vascular clamps. We started to excise the mass - cutting into the capsule, however were dissatisfied with our hemostatic control and so exchanged our bulldog clamps for a satinsky and clamped the hilum en bloc. With better hemostasis, we then excised the mass - using scalpel blade to excise the mass in its entirety. We tied off some larger veins we came across with 3-0 chromic deep in the resection bed. We did have to enter the collecting system in order to freely excise the mass. The mass reached all the way to the sinus fat and collecting system. A visible margin was present around each mass. We then proceeded to close the collecting system with 2-0 vicryl suture in a running manner. We placed multiple 2-0 vicryl figure of eight stitches to suture closed visible open vessels. We then placed roughly 4 or 5 2-0 vicryl parenchymal sutures through the renal capsule for our renorrhaphy. Before tying these suture down we placed fibrillar in the surgical defect - over which we then tied our parenchymal sutures. We then unclamped our satinsky clamp for 20 minutes and 24 seconds of warm ischemia. The kidney demonstrated pinking of the parenchyma both anterior and posteriorly. About 95% of the kidney was spared.¿ ¿we found 3 small subcentimeter simple cysts on the kidney surface that we drained. We also pexed the kidney in 3 locations with 2-0 chromic to prevent torsion. A jp drain was placed through the inferior right flank and secured to the skin with a nylon suture. We closed our incidental pleurotomy of no clinical significance with running 2-0 vicryl. We next closed the incision with running #1 looped pds in 2 layers.¿ on (B)(6) 2011: (B)(6), md. Discharge summary: ¿the patient was admitted and underwent the above operation on the day of admission without immediate complications. Post -op the patients pain was well -controlled with an epidural. The overall post -op recovery was uneventful except for post -op ileus that resolved. Her epidural and foley were removed. Ultimately, on the day of discharge the patient was avss with unremarkable labs. The abdomen was soft, nontender and nondistended, and the incision was clean, dry and intact. The patient had good pain control, was tolerating soft foods and ambulating without difficulty so was therefore found fit for discharge home after jp drain removal. Discharge disposition: home.¿ on (B)(6) 2011: (B)(6) clinic main. Surgical pathology: ¿final diagnosis 1. Rib, removal (a) - unremarkable rib (gross diagnosis only). 2. Deep margin, biopsy (b) - negative for neoplasm. 3. Right renal mass, excision (c) - renal cell carcinoma [rcc], papillary type, nuclear grade 2 extending to renal parenchymal margin of excision.¿ on (B)(6) 2012: (B)(6), md. Urology postoperative visit: ¿doing well without complaint, appetite, energy, bowel function normal, back at work, incision well healed no bulge, path small papillary rcc, no adj [adjuvant] treatment. Follow up one year.¿ on (B)(6) 2016: (B)(6), md. Office visit: follow up from ed visit on (B)(6) 2016 for left side abdominal pain. ¿awoke with aching sensation 2 days prior-continued all day, on (B)(6). Reports completed CT scan of abdomen-which was normal ¿ at scvh. Assessment / plan: lower abdominal pain (primary encounter diagnosis). Comment: symptoms have now improved-unknown etiology? Msk [medullary sponge kidney] / adhesions / scar tissue. Normal abdominal exam/no signs of infection. Plan: will continue to monitor. Medical release of info signed to obtain records from svch. Explant preoperative complaints: on (B)(6) 2019: (B)(6), md, internal medicine office visit: presented for physical exam. ¿she reports of intermittent right flank pain and cramping, lasting 1-2 days at a time and onset 1 month ago. She has had hernia repair surgery in the past.¿ exam: ¿abdomen: soft, nontender, nondistended.¿ ¿assessment: right flank pain, differential diagnosis includes surgical complications. Patient records indicate insertion of a mesh to repair past ventral hernia. Referral to general surgery consult.¿ on (B)(6) 2019: (B)(6), md. Radiology - CT abdomen / pelvis: ¿no ascites. Again seen are postoperative changes of previous ventral hernia repair with a coiled up mesh and hernia repair tacks surrounded by fluid in the anterior abdomen. Overall, the fluid pocket measures 12.2 x 6.1 cm, essentially stable since on (B)(6) 2013 CT. There is protrusion of the anterior abdominal wall fascia with this fluid collection, however there is no herniation of fluid collection. Just superior to this fluid collection along the anterior abdominal wall is a fat-containing ventral hernia which is stable since on (B)(6) 2013.¿ impression: ¿post surgical changes of ventral hernia repair with fluid collection surrounding the mesh, stable since on (B)(6) 2013. No acute process in the abdomen and pelvis.¿ on (B)(6) 2019: (B)(6), md. General surgery office visit: complaint of intermittent right flank pain. ¿she has had this pain since her hernia surgery in 2007. It lasts for a few days and she rates 7-8/10. It feels like a sharp that worse with movement and with coughing. It is better with rest and aleve. She was advised to see general surgery to see if her pain is related to the mesh. She has also noticed a bulge over her nephrectomy scar that increases with coughing. She notes the bulge has been there for a few years. She denies obstructive symptoms. Her r flank pain has been worked up by her pcp. 2007: 2 hernia defects next to each other in a swiss -cheese pattern over her midline abdominal hysterectomy incision. The total defect size measures 16 x 12. This was repaired with a 23 x 20 cm dualmesh.¿ exam: ¿abdomen: soft. Bowel sounds are normal. Relevant hernia findings - tenderness to palpation on r side lateral to the umbilicus and medial to the distal end of her nephrectomy scar, but located more medially, no bulge noted with cough.¿ assessment: ¿presents with rlq pain overlying the area of mesh from prior hernia repair which showed 12 cm fluid collection on CT. Her pain is likely due to the fluid collection and disruption of the mesh. However, her pain is more lateral to the fluid collection so could be due to nerve disruption from the partial r nephrectomy. Plan: surgery to remove mesh --patient plans to think about it and contact the office if she decides to move forward.¿ on (B)(6) 2019: (B)(6) clinic, (B)(6), md "a 57 year old female who is here for evaluation of abdominal pain in the right abdominal wall. She has undergone, multiple prior abdominal surgeries including a prior ventral hernia repair with dualmesh. On review of her CT scan the mesh is balled up with tacks all encased in a cavity filled with fluid. I do think this could be the cause of her abdominal pain and would recommend a laparotomy for mesh removal. She has a ventral hernia that needs to be addressed as well so if he [sic] conditions permit I would place a retro muscular mesh at the same time. She will consider surgery and let us know what she decides.¿ on (B)(6) 2019: (B)(6), md. Surgical services history and physical: ¿57 year old female who is known to our clinic for the evaluation of abdominal pain in the right abdominal wall. She has undergone multiple [sic] prior abdominal surgeries including a prior ventral hernia repair with dualmesh. At the last visit, the CT was reviewed. It showed that her old mesh is balled up with tacks all encased in a cavity filled with fluid. We discussed that this could be the cause of her abdominal pain and would recommend a laparotomy for mesh removal. She has a ventral hernia that needs to be addressed as well so if the conditions permit- we would place a retro muscular mesh at the same time. Pain assessment: ¿intermittent sharp umbilical / abdominal pain, at worst 7/10, non-radiating.¿ exam: abdomen: ¿abdomen soft, non-tender, bs normal, no masses or organomegaly and hernia present. Explant date: on (B)(6) 2019 (hospitalization on (B)(6) 2019). On (B)(6) 2019: (B)(6), cnp. Discharge summary: diagnosis: ventral hernia without obstruction or gangrene. ¿57 yof presented to clinic with a ventral hernia. Pt is now s/p on (B)(6) 2019 abdominal wall reconstruction with bilateral tar and placement of 30 x 30 cm parietene mesh. The patient was started on p0 analgesia and a clear liquid diet, which was slowly advanced as tolerated. The patient recovered well, with adequate pain control and her drains were removed. On the day of discharge, the patient was tolerating a diet, their pain was well controlled, and they were deemed stable for discharge home with outpatient follow up. On (B)(6) 2019: (B)(6), md. Surgical services. Post-operative progress note: ¿f/u for mesh removal and ventral hernia repair with mesh. With prior hysterectomy and partial nephrectomy who had removal of mesh and ventral hernia repair with mesh on (B)(6) 2019. Incision is healing well with no bleeding. At the superior end near the drain site, there is an incompletely healed lesion with minimal drainage on dressings that she changes daily. It does not appear purulent or erythematous. Exam: ¿abdomen soft, tender around incision, bs normal. No masses or organomegaly.¿ ¿she is doing very well and has no complaints, her incision has healed well and there is no evidence of hernia recurrence. I will see her back in 3 months for her next post -operative visit.¿ on (B)(6) 2019: (B)(6), md. Surgical services. Post-operative progress note: ¿57 y/o f who presents for her 3 month follow up now s/p excision of old mesh and bilateral myofascial advancement flap with implantation of 30 x 30 cm of parietene mesh. She is doing well. She has the occasional pulling sensation in her bilateral upper quadrants. She is otherwise back to regular activity. Her bowel movements are regular and she is eating without issue. A potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Manufacturer report #2017233-2019-01108 previously sent as event was determined to be a false claim. Based on the medical records received 12/27/19 this report is being submitted. B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: ??/??/??:[missing records: records prior to 04/10/07 including operative report for total abdominal hysterectomy were not provided.] On (B)(6) 2007: cleveland clinic. (B)(6), md. Operative report. Asst 1: (B)(6), md. Asst 2: (B)(6), md. Operation: laparoscopic lysis of adhesions, laparoscopic ventral hernia repair using mesh. Anesthesia: general endotracheal anesthesia. Preoperative diagnosis: incisional hernia. Postoperative diagnosis: incisional hernia. Operative indications: this is a 45-year-old lady who underwent total abdominal hysterectomy, bilateral salpingo-oophorectomy in august 2006, for benign pathology. She subsequently developed herniation along her midline incision. She is being taken to the operating room for laparoscopic ventral hernia repair. Risks and benefits were explained and informed consent was obtained. Operative findings: the patient had moderate amount of adhesions in the abdomen, underneath her incision. She had 2 hernia defects next to each other in a swiss-cheese pattern. The told defect size measures 16 x 12. This was repaired with a 23 x 20 cm dualmesh. Operative procedure: ¿the patient was placed supine on the operating table. General endotracheal anesthesia was administered. A foley catheter was placed. Preoperative antibiotics were administered. The abdomen was prepped and draped. A 1-cm incision was made in the right upper quadrant. The abdomen was entered under direct view using optical trocar. Then, three 5-mm trocars were inserted from the left upper quadrant and left lower quadrant. A 5-mm trocar was inserted from the right lower quadrant as well. Using combination of her laparoscopic scissors as well as the harmonic scalpel the adhesions were taken down. Loop of small bowel was inside the hernia sac which was taken down sharply and safely. Then after the defects were defined, the defects were measured. Dualmesh was taken to field and was trimmed to 23 x 20 cm. Then, four stay sutures were placed, and a mesh was introduced from the 10-mm right upper quadrant point in the abdomen. Initially the 4 stay sutures were pulled up using a suture passer and the mesh was laid against abdominal wall. Initially, 2 rows of circumferential tacks were placed using laparoscopic tacker and then circumferentially around the defect, the mesh was anchored to the abdominal wall using #0 prolene stitches that were placed using the suture passer. These stitches were tied down. Then, the abdomen was reinspected after the mesh was anchored to the abdominal wall. Hemostasis was checked. Operative site was irrigated and suctioned. The bowel that was dissected was inspected and no antrotomies were identified, and the trocars were removed under direct view. The skin incisions were closed with 4-0 subcuticular pds sutures. Steri-strips and sterile dressings were applied. The patient was being extubated at the time of this dictation.¿ estimated blood loss: none. Specimens: none. Counts: sponges and instrument counts were correct. Complications: none. Specimens: omentum for permanent that was dissected from the hernia sac. On (B)(6) 2007:the cleveland clinic foundation. Implant sticker. Gore® dualmesh® biomaterial. Ref catalogue number: 1dlmc07. Lot batch code: 04720523. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc07/04720523) was implanted during the procedure. On (B)(6) 2007:[missing records: a pathology report detailing analysis of the specimen removed during the 04/10/07 procedure was not provided.] On (B)(6) 2007:[missing records: records for the CT scan used for comparison on 09/11/08 were not provided.] On (B)(6) 2008:cleveland clinic-main campus. (B)(6), md. Radiology ¿ CT abdomen/pelvis with contrast. Indication: chronic dull non-radiating pain right lower quadrant. Comparison CT 08/02/07. Findings: extra peritoneal fluid surrounding ventral hernia repair mesh, now extends anterior to mesh. Fluid collections measures 11.2 x 5.8 cm from previous 10 x 1.6 cm. Impression: interval increase in extraperitoneal fluid collection surrounding the ventral hernia repair mesh with retraction and coiling of the mesh and extension of fluid collection on either side of the mesh. ??/??/??:[missing records: records between 09/11/08 and 08/06/19 including ¿multiple prior ventral hernia repairs with mesh¿ were not provided.] On (B)(6) 2019:ccf cleveland clinic main. (B)(6), md. Operative report. Assistant 1: (B)(6), md. Please note, there was no available qualified resident. Dr. (B)(6) was my first assistant given the complexity of the procedure. Operation: open right myofascial advancement flap. Open left myofascial advancement flap. Repair of recurrent incisional hernia. Implantation of 30 x 30 cm of parietene mesh. Transverse abdominis block with long acting bupivacaine. Anesthesia: general. Preoperative diagnosis: recurrent incisional hernia. Postoperative diagnosis: recurrent incisional hernia. Operative indications: this is a 57-year-old female, who has undergone multiple prior hernia repairs with mesh. The patient now has a large symptomatic recurrence and a mass of mesh. The risks, benefits, and outcomes of open complex abdominal wall reconstruction were discussed in detail, understood and the patient wished to proceed. Operative findings: 12 x 23 cm defect, encapsulated mass of prior dualmesh with tacks. Operative procedure: ¿the patient was identified, brought to the operating room, and placed in supine position. After general endotracheal anesthesia was administered and all appropriate padding secured to the table, the abdomen was prepped and draped in the usual sterile fashion. Preoperative antibiotics and scds were administered. We then began with a midline incision, entered the abdomen sharply. I then took down all the bowel and omentum off the mesh and freed up the entire anterior abdominal wall including an encapsulated mass of mesh with tacks. The mass also had fluid in it which we sent off for culture but there was no odor to suggest infection. The remainder of the bowel looked okay. I then placed towel over the viscera. I measured the defect to be 12 cm wide x 23 cm long. This certainly would not come back together primarily. Then, in order to repair this, I ended up, starting on the left side, incised the posterior rectus sheath, separating off the rectus muscle, carefully preserving neurovascular bundles, incised the transverse abdominis muscle in the preperitoneal plane, heading back to the psoas down the costal margin down to the center tendon of the diaphragm and into the space of retzius. This gave us excellent advancement. I then began on the right side, incised the posterior rectus sheath, separating off the rectus muscle, carefully preserving neurovascular bundles, incised the transverse abdominis muscle, entered the preperitoneal plane, heading back to the psoas on the costal margin down to the center tendon of the diaphragm and heading down into the space of retzius. We then closed posterior rectus sheath, completely excluding the mesh from the bowel. A bilateral tap block was performed with bupivacaine. I then fashioned a 30 x 30 cm piece of parietene mesh in a diamond configuration using eight #1 pds sutures, securing it to the xiphoid, tucking down the central tendon of the diaphragm and just above the pubis. This gave us excellent coverage. I then closed the midline with running #1 pds. I then closed the skin in layers. The patient was awoken from anesthesia and taken to the recovery room in stable condition.¿ please note, dr. (B)(6), the attending surgeon was present and scrubbed for the entire procedure. Estimated blood loss: 75 cc. Drains: 2 jp drains placed above the mesh but below the fascia. Specimens: 1. Old mesh. 2. Mesh fluid for culture. Complications: none. Eras protocol: yes. On (B)(6) 2019:ccf cleveland clinic main. (B)(6), md. Pathology report. Specimen #: s19-113879. Final diagnosis: soft tissue, abdomen, excision ¿ segment of fibroconnective tissue with foreign material, associated granulomatous reaction and granulation tissue. Specimen submitted: a: hernia mesh. Clinical data: ventral hernia. Gross description: received fresh labeled ¿hernia mesh¿ is a 6.5 x 6.5 x 6.0 cm aggregate of tan-gray mesh material with moderate amount of attached pink soft tissue. The soft tissue is diffusely covered by a gray-white purulent exudate. No nodules or discrete lesions are identified. Representative sections are submitted in one cassette. On (B)(6) 2019:ccf cleveland clinic main. Microbiology. Specimen information: drainage; other. Specimen request: swab specimen collected in surgery. Smear result: no fungus seen. Culture: no fungus isolated after 28 days. Lab and collection: fungal culture + smear ¿ 08/06/19. Specimen source: drainage. On (B)(6) 2019:ccf cleveland clinic main. Microbiology. Specimen information: drainage; other. Specimen request: swab specimen collected in surgery. Smear result: no organisms seen. Smear result: moderate polymorphonuclear leukocytes. Smear result: moderate mononuclear cells. Smear result: many red blood cells. Culture: no growth 3 days. For wound culture, tissue or aspirates are superior to swab specimens. If swab is to be used, eswab is preferred (lawson no. 400562). Lab and collection: wound culture and gram stain. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the instructions for gore® dualmesh® biomaterial use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent laparoscopic ventral/incisional hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. It was reported the patient alleges the following injuries: CT: fluid collection; retraction & coiling; pain & suffering. Additional event specific information was not provided.